Event description:
According to the reporter: after an inguinal curage and suturing of the lymphatic vessels the clip did not hold the line. Re-operation was performed to resolve the condition. The patient sex and age was not reported.